Manufacturer narrative:
Device not provided to MFR for eval. Complaint type is being monitored and analyzed.

Event description:
Customer reports bright red rash and itching following use of tegaderm dressings to cover bilateral breast surgery incisions. Customer reports she does not have a product or lot number so we are unable to verify brand of transparent dressing used. Customer reports the dressings covered the incisions underneath bilateral breasts and up to nipple area, forming the shape of a "t" and a special bra was ordered for her to wear. Customer reports rash and itching occurred over entire breast area, not just where tegaderm was applied. Customer reports returning to dr's office the following day because of rash and itching and the bra was removed. Customer reports the dressings were not removed until (B)(6) 2013. Customer reports she was treated with a prescription for clobetasol, a topical steroid. Customer states she was also told to take otc allegra. Customer reports skin returned to normal 4 days after use of medication.